Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose last night was 34 mg/dl and customer had cereal bar and in the morning it was 217 mg/dl, customer did bolus with the insulin pump. The customer's current blood glucose is 134 mg/dl and treated it with food. Based on customer report customer does not allege pump was over delivering. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump will not be returned for analysis.